Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer have been experiencing ongoing high blood glucose (bg) levels (400-500 mg/dl) that occur later in the morning. A trace of ketones occurred one time and were flushed with water and bolus of insulin. A bolus of insulin was delivered to address the high bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The contact was to speak to a healthcare provider about the high bg.